Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that she put in a new battery, attempted to rewind the pump, and received a blank display screen. The customer was advised to insert the new aaa alkaline battery. The customer stated that she does not have any new aaa alkaline batteries. The customer was advised to continue with a backup plan, and purchase new batteries. The customer will call back to complete the troubleshooting.